Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tensioner failed to tension during surgery on (B)(6) 2015. Alternative tensioner was available and used in its place. Delay to surgery was apparent however was less than two minutes. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product manufacturing investigation was performed for the subject device. The subject device was received with no visible damage. As part of the performed manufacturing investigation a torque test was performed with a 1.5mm and a 2.0mm k-wire. The result of the torque test with the 2.0mm k-wire was good and the 2.0mm k-wire could be tensioned as required. The torque test with 1.5mm k-wire failed. The 1.5mm k-wire could not be tensioned and so it is possible that the complained malfunction occurred with a 1.5mm wire. The wire tightener was disassembled and it was found that the collet is partially worn out and therefore the smaller wire did not hold as required. The exact cause of this occurrence cannot be defined and it is possible that a mechanical overload during use caused the damage of the collet. During in investigation the hardness of the material was checked and was found to be according to the specification. The manufacturing documents were reviewed and no complaint related issues were detected. No manufacturing related fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.